Event description:
Clinical site coordinator contacted dexcom technical support on (B)(6) 2015 to report on behalf of a trial user a possible out of range issue on (B)(6) 2015. The clinical site coordinator did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).